Event description:
During the peg (percutaneous endoscopic gastrostomy) procedure the surgical team entered the snare into the gastroscope. The snare, which came in the peg kit, would not open- it appeared to be stuck in the outer catheter/covering of the snare. Provider had to cut the covering of the snare to expose the end and improvise. Provider noted this has been a recurrent issue.